Event description:
Customer reportedly obtained results of 112mg/dl, 74 mg/dl, and 63 mg/dl on the advantage system within 10 minutes. Customer ate in response to results and hypoglycemic symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.